Event description:
This spontaneous case describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("insert corrosion and tin release"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced allergy to metals (seriousness criterion intervention required) and device dislocation ("poor position of coils") and was found to have fibroma ("fibromas"). The patient was treated with surgery (removal tubes or uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to allergy to metals, device dislocation or fibroma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("insert corrosion and tin release"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced allergy to metals (seriousness criterion intervention required) and device dislocation ("poor position of coils") and was found to have fibroma ("fibromas"). The patient was treated with surgery (removal tubes or uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to allergy to metals, device dislocation or fibroma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.